Event description:
The rotator broke when infusion for the aortic angiography started for the second infusion. Inject condition: flow-10ml/sec, volume-30ml, pressure limit-1000 psi.

Manufacturer narrative:
Device evaluation: one suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The lot number was not provided. A review of the device history record could not be performed. The rotator was separated at the bond between the collar and the housing. Similar devices underwent various testing protocols to determine root cause(s). The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken.